Manufacturer narrative:
Analysis was normal. Analysis revealed that backup was triggered by low battery voltage. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was discovered that the patient's pacemaker was in backup vvi. The patient returned to clinic the following day, and the pacemaker failed to be interrogated as the device had critically low battery approaching end-of-life status. The pacemaker was explanted and replaced. The patient was stable.